Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent colporrhaphy due to sui, pelvic relaxation with gaping of introitus,cystocele, rectocele. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with posterior colporrhaphy concurrent procedure due to stress urinary incontinence, pelvic relaxation with gaping of introitus, cystocele and rectocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, infections, inflammation, pain during intercourse, vaginal bleeding and discharge, physical pain and discomfort and pelvic pain. It was reported that patient underwent gastric bypass procedure in 2008. The patient also underwent hysteroscopy, polypectomy and novasure ablation on (B)(6) 2011 due to menorrhagia and uterine polyp.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.